Event description:
It was reported that pt experienced increased pain. The pt's pump was inverted, and was surgically repositioned. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.